Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing open end exhibits signs of slight melting, and partially erased blue arrow indicator; the fiber appears blackened near the heat shrink tubing open end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 80w, 37,765 joules and 6 minutes of use, the fiber was noted to be damaged at tip. The fiber tip (cap) was cleaned during the procedure. The procedure was completed utilizing a second fiber. No injury to the patient was reported. Patient status: ¿fine/the patient left the hospital after 4 days from the procedure¿ reported.